Event description:
Alleged the brakes will not stay engaged.

Manufacturer narrative:
The hill-rom field technician replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly.